Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m228667 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m228667 and test base part number 192-430 / lot m228667. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m228667 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. . H3 other text : device discarded, single use.

Event description:
The customer reported seven (7) false positive results with ID now covid-19 2.0 test-kit on (B)(6) 2023. Per the customer, the patient received positive results with ID now covid-19 2.0 test-kit, and a negative result on a pcr test. This MFR. Report addresses test one (1) of seven (7) tests, lot number involved m228667 quantity (B)(4). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m228667 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m228667 and test base part number 192-430 / lot m228667. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m228667 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue . H3 other text : device discarded, single use.

Event description:
The customer reported seven (7) false positive results with ID now covid-19 2.0 test-kit on 17may2023. Per the customer, the patient received positive results with ID now covid-19 2.0 test-kit, and a negative result on a pcr test. This MFR. Report addresses test one (1) of seven (7) tests, lot number involved m228667 quantity (5). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional data: new information was received on 26may2023 from the customer stated that there were 7 false positive results with two lot numbers involved (m229061, m228667). Updated data: h6, d4 (lot number). B5: event description updated based on new information provided by customer on 26may2023. The investigation is still in progress. A supplemental report will be provided after completion. H3 other text : device discarded, single use.

Event description:
The customer reported seven (7) false positive results with ID now covid-19 2.0 test-kit on (B)(6) 2023. Per the customer, the patient received positive results with ID now covid-19 2.0 test-kit, and a negative result on a pcr test. This MFR. Report addresses test one (1) of seven (7) tests, lot number involved m228667 quantity (5). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single use.

Event description:
The customer reported an unknown number of false positive results with ID now covid-19 2.0 test-kit on (B)(6) 2023.the customer stated getting "a few false positive results". Per the customer, the patient received positive results with ID now covid-19 2.0 test-kit, and a negative result on a pcr test. No additional patient information, including treatment and outcome, was provided.